Event description:
Arrived to pt's side and placed monitor on the pt using four lead cables. The screen remained white, the crew tried to change the contrast on the screen but there was no change. This crew was on their way to a stand by at a special event and had another ambulance right behind them so they used their monitor. This caused about a one minute delay in getting the monitor on the pt. The service rep for physio-control came out 06/27/2005 evaluated and repaired the problem. He filed a report with physio-control and reviewed the incident with them. (Replaced a wire harness).